Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that flash gate was found before use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter. "Gate stub: customer complaint that tube button has gate stub problem. Incidence : 7 tubes among 1000ea." 7 occurrences were reported.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for flash / gate stub with the incident lot was observed. Although photographs were provided which confirmed the presence of gate stub we were not able to determine whether it was outside of the manufacturing specification without a sample to measure. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that flash gate was found before use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "gate stub customer complaint that tube button has gate stub problem. Incidence : 7 tubes among 1000ea." 7 occurrences were reported.